Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') in an adult female patient who had essure (batch no. 50694556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergone essure confirmation test with result unknown. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("migraine"), dizziness ("dizziness."), dysmenorrhoea ("dysmenorrhea"), headache ("headaches") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy unilateral, partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and migraine had resolved and the fatigue, dizziness, dysmenorrhoea, headache and endometriosis outcome was unknown. The reporter considered abdominal pain, dizziness, dysmenorrhoea, endometriosis, fatigue, headache, migraine and pelvic pain to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils: left ¿ 3; right ¿ 3 plaintiff received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Pathology test - on (B)(6) 2016: final diagnosis: uterus, ovaries, fallopian tubes, hysterectomy with bilateral salpingectomy and left oophorectomy: - serosa with endometriosis - cervix with no diagnostic abnormality - endometrium, secretory phase - bilateral fallopian tubes with no diagnostic abnormality - left ovary with hemorrhagic corpus luteal cyst.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : reporter added, lot number added, events added- dysmenorrhea, dizziness, endometriosis. Events outcome updated, lab data added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') in an adult female patient who had essure (batch no. 50694556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergone essure confirmation test with result unknown. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("migraine"), dizziness ("dizziness."), dysmenorrhoea ("dysmenorrhea"), headache ("headaches") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy unilateral, partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and migraine had resolved and the fatigue, dizziness, dysmenorrhoea, headache and endometriosis outcome was unknown. The reporter considered abdominal pain, dizziness, dysmenorrhoea, endometriosis, fatigue, headache, migraine and pelvic pain to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils: left ¿ 3; right ¿ 3. Plaintiff received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Pathology test - on (B)(6) 2016: final diagnosis: uterus, ovaries, fallopian tubes, hysterectomy with bilateral salpingectomy and left oophorectomy: serosa with endometriosis, cervix with no diagnostic abnormality, endometrium, secretory phase, bilateral fallopian tubes with no diagnostic abnormality, left ovary with hemorrhagic corpus luteal cyst. Lot number:50694556, manufacture date:2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergone essure confirmation test with result unknown. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy unilateral, partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, fatigue, headache, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information , patient date of birth, essure removal date updated. Events added- pelvic pain, abdominal pain , fatigue, migraine, headaches were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.